Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Only a 49 cm proximal segment of the lead was returned for analysis. Visual inspection of the lead noted extensive damage from cutting tools, most likely from the explant procedure. Microscopic inspection of the distal end of the returned segment noted melting. This, along with the impedance measurements from the device, suggest a shorted condition may have occurred in the lead during a shock, melting the lead conductor. However, due to the extensive damage at explant, analysis was unable to conclusively determine the cause of the out of range shock impedance measurements or the melting. As the distal segment of the lead was not returned, analysis of the entire lead could not be completed.

Event description:
Boston scientific received information that, during three shock therapy attempts, this right ventricular (rv) lead had a shock impedance measurement less than 20 ohms. During subsequent therapy attempts, the shock impedance measurement was greater than 125 ohms. It was reported the patient had died.